Event description:
It was reported that during post-implant check, the right atrial (ra) lead was noted to be pacing the ventricle and sensing the r waves. Chest x-ray confirmed that the ra lead had dislodged. The ra lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, and far r oversensing. A complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of inappropriate capture and far r over sensing were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.